Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was pacing below the programmed lower rate. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).